Event description:
Philips received a complaint by the customer on the v60 indicating that an unknown oxygen alarm occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device kept operating while the issue occurred and was replaced with another ventilator of the same model. There was no delay in therapy or medical intervention. The customer called technical support to request an onsite visit as an unknown oxygen alarm occurred. A field service technician arrived onsite and confirmed that it was unclear which oxygen alarm occurred but speculated that there was a high possibility of "oxygen not available" or "low o2 supply pressure" according to the event log. The field service technician inquired about situations of connecting to tubes but could not receive clear answers from the customer. After performing a test run of the device, the field service technician could not duplicate the reported issue. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
(B)(6).